Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Reportedly the position of the implant body changed over time. Recurring swelling and infections over several years are reported. The user was hospitalized several times due to inflammation of the operated ear. He was treated with antibiotics according to the microbiological findings. Granulations were found on the back (posterior) wall of the ear canal (which were previously confirmed histopathologically). Also the operation in (B)(6) 2024 (incisio abscessus retroauricularis l. Son.) Was done due to the recurring swelling. A CT scan of the temporal bone was performed as well. A biopsy was taken and the wound was swabbed. The child was discharged on 04-mar-2024 in good general condition. Granulations and smaller pieces of bone are present in the mastoid cavity. Reportedly, the position of the electrode is correct. Finally, the device was explanted as the user's parents did not want the child to have a repositioning surgery.

Event description:
Reportedly the position of the implant body changed over time. The device was explanted as the user's parents did not want the child to have a repositioning surgery.

Manufacturer narrative:
Additional information: according to the information received from the field the device was explanted due to a migration of the implant housing from its intended position. Further the recipient suffered from several episodes of inflammation and swelling. Therefore the recipient underwent a revision surgery in 2024. A review of device sterilization records shows that the device has been subject to a valid sterilization process. Therefore, no information points towards the implant being the source of the inflammation. The explanted device has not been received for investigation yet.